Event description:
Patient was revised due to pain. The patient expired within 24 hours of discharge. The sales rep stated that the defibrillator did discharge, which rep believed to be the reason for the death. The autopsy is not available.

Event description:
Patient was revised due to pain. The patient expired within 24 hours of discharge. The sales rep stated that the defibrillator did discharge, which rep believed to be the reason for the death. The autopsy is not available. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which indicates that patient is seeking legal action. Part/lot information were also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, excessive levels of chromium and cobalt and expired. There is no new information that would change the outcome of the investigation.